Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an infusion set issue resulting in occlusion alarms on the ilet, with one infusion set reportedly ripped out and the other exhibiting occlusion, necessitating replacement of two inset 6 mm sets, two connectors, and two cartridges; blood glucose rose to approximately 400 mg/dl during the event and subsequently decreased after the supply change. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery until the infusion supplies were replaced, after which function was restored. Investigation included review of the device history and evaluation of reported infusion set performance, as well as logistics review of replacement shipments. Investigation of this case revealed an occlusion associated with infusion set and related disposable components, resolved by replacing the disposables. It was concluded that the event was attributable to an infusion set occlusion with resolution following supply change, with no injury, hospitalization, or long-term sequelae.